Event description:
The hcp reported that the pt ismale with severe spasticity. The pt was receiving baclofen at a starting dose of 200 mcg/day via the drug delivery system, requiring frequent dose adjustments. Previous refill was noted to be in 10/2005; next refill scheduled for six weeks later. He was receiving 340 mcg/day at the last refill, but had had a dose increase to 350 mcg/day five days prior to last refill with no relief. He had not been able to sleep two nights due to spasms and had been taking clobazam orally with some relief, sleeping for long periods. On the day of last refill, the pt was brought in for evaluation as he had for more than a week, "a history of symptoms pointed at under dosing". The dose was again increased to 400 mcg/day in combination with oral baclofern with some relief. Bedrest appeared to be helpful to him, as well. X-rays were taken to exclude disconnection or other catheter problems - "no sure evidence of that has been found". The symptoms came and went and consultation with a neurosurgeon was performed prior to surgery. During surgery, a "soft beeping sound could be heard." This was apparently the first low battery alarm noted. The patient has been recovering well on 400 mcg/day and was discharged to home.

Event description:
The hcp reported that the pump was explanted and replaced after an implant duration of 44 months. No patient symptoms or reason for explant were reported. The patient was receiving baclofen via the drug delivery system. The patient status is reported as "same as before."